Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that dirt was found enclosed in the package of the bd precisionglide¿ needle before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
The photos demonstrate that foreign matter is characteristic of burnt material. It was verified the batch record and the manufacturing date for this batch. The process inspections were performed at properly frequency and no records of this defect were found. No quality notification (qn) that could related to defect were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: degradation of the material can occur due to several factors, especially when there is a high temperature in the mold, causing the material that was trapped in the mold degraded to release and go into the cavity where the material will be injected. Analyzing the maintenace orders, an action of cut of tips and cleaning of the mold was evidenced. With this, all possible degraded materials are removed, eliminating the occurrence of products with this foreign matter. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that dirt was found enclosed in the package of the bd precisionglide needle before use. There was no report of exposure, injury, or medical intervention noted.